Event description:
Baxgter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed in october 2004. No patient injury or medical intervention was associated with this incident per baxter.